Event description:
This complaint is now reportable based on the returned device analysis completed on 02/06/2009. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, an incomplete shaft break near the handle occurred. The target stricture was in the distal common bile duct. A cvd bil endo 8fr 10x60 194cm stent had been advanced to treat the target stricture. During withdrawal an incomplete break in the shaft was noted near the handle. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable". However, returned device analysis revealed a complete shaft break occurred.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed that the stainless steel handle was detached/broken from the t-bar. A break was also present in the shaft approximately 12.4cm distal to the t-bar. Examination of the crimped stent through the clear sheath, identified no anomalies. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.